Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that after dental implant was installed in patient¿s mouth its non-osseointegration was observed. No further information was provided.